Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system failed to induce the patient during defibrillation threshold (dft) testing. Afterwards, oversensing of noise associated with air entrapment and a rise in shock impedances was also observed. The patient's hospital stay was extended, and a new induction test was performed later in time successfully after the air entrapment subsided. The s-ICD remains in service and no additional adverse patient effects were reported.